Event description:
It was reported that the patient presented to the clinic with hiccups. Upon interrogation, the right ventricular lead exhibited loss of capture and sensing. It was suspected that the lead had dislodged. During the lead revision procedure, it was confirmed that the lead was dislodged and insulation abrasion damage was noted. The lead was successfully removed and replaced. The patient was in a stable condition.